Event description:
On 27 march 2021, neotract was made aware of a patient that underwent a successful prostatic urethral lift (pul) procedure on (B)(6) 2021. On (B)(6) 2021, it was reported that one day after the procedure, the patient experienced hypotension and urinary bleeding. He was treated and received a blood transfusion. On (B)(6) 2021, he was discharged with a catheter and is reported to be doing well.